Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the microcatheter shaft was found to be separated at approximately 2.0 cm distal to the strain relief. The microcatheter proximal shaft outer layer was fully cut but inner braiding were partially cut. Some braidings were cut and few were still intact. The microcatheter appeared to be cut with a sharp object. No other anomalies were observed with the device. Functional testing could not be performed due to the damaged condition of the returned device. It is possible that the microcatheter may have been damaged due to interaction with another device during use. However, based on the information currently available a definitive cause of the observed microcatheter shaft break could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
Analysis of the returned device noted that the microcatheter shaft was broken. No consequences to the patient were reported.